Manufacturer narrative:
Additional information is being sought to obtain the model and lot number of the catheter cutter. This report will be updated should that information become available.

Event description:
It was reported that during the implant of a cardiac resynchronization therapy defibrillator (crt-d) system this catheter cutter was found to be damaged. The physician noted that a small fragment was suspected to remain in the patient body, however x-ray imaging was confirmed to have no anomalies noted. A new cutter was able to be successfully used. No additional adverse patient effects were reported.

Manufacturer narrative:
The reported catheter cutter was unable to located within the post market laboratory, therefore no physical analysis was able to be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of detachment of device or device component was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that during the implant of a cardiac resynchronization therapy defibrillator (crt-d) system this catheter cutter was found to be damaged. The physician noted that a small fragment was suspected to remain in the patient body, however x-ray imaging was confirmed to have no anomalies noted. A new cutter was able to be successfully used. No additional adverse patient effects were reported.